Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: during investigation, a review of the black box and cgm history showed no evidence of a ¿cs215¿ cgm failure warnings. A test transmitter was paired with the pump correctly. A bg calibration was accepted in both attempts within 2 hours. The pump and transmitter were run for 24 hours with a steady bg reading. Investigators were unable to duplicate the ¿cs215¿ complaint. The pump¿s cover was removed, and no intermittent conditions were found to the cgm module. Unrelated to the original complaint, the battery compartment was found to be cracked at the case seal.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on the results of investigation completed on 21-dec-2017.